Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a medication cassette attached to a smiths medical cadd® infusion pump was alarming. There were no reported adverse effects.

Manufacturer narrative:
Additional information was received indicating this observation occurred during product testing. There was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log noted "power up" and "power down" messages were recorded. Functional tests included use testing. The pump was powered up and no signs of the pump shutting off by itself were detected. The pump's software was reinstalled as a preventative measure. Based on the evidence, the complaint was unable to be confirmed.

Manufacturer narrative:
One cadd disposable was returned for evaluation. No discrpencies were found when device was visually inspected. Upon attaching it to the pump, no alarm was activated and pump ran without difficulties. The customer's complaint was not verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.